Event description:
An arjohuntleigh technician has inspected unit, the castor nut was loose, tightened down castor tested on service. This equipment was voluntarily tagged out for service by the customer and not used with patients; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.